Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had recurring air bubbles anomalies. The caller stated that the air bubbles would form in the reservoir and travel to the infusion set tubing. The customer stated that the insulin was stored at room temperature before it was filled into the reservoir. The customer's blood glucose was 121 mg/dl. The caller was advised that the infusion sets and reservoirs would be replaced.